Event description:
It was reported that the patient had a lack of improvement with urge urinary incontinence (uui) and urge urinary frequency (uuf) with this neurostimulator since the beginning of march. The patient also had a urinary tract infections (uti) and was then educated. The patient was treated for the uti and retested with a negative result. The patient was assisted in increasing stimulation to a comfortable level. The patient will reach back out if they are not successful. There were no additional patient complications reported.

Manufacturer narrative:
Corrected h6 impact codes: from unexpected therapeutic effects to inadequate/inappropriate treatment or diagnostic exposure. Additional product code: qon additional premarket/510k: p190006.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient had a lack of improvement with urge urinary incontinence (uui) and urge urinary frequency (uuf) with this neurostimulator since the beginning of march. The patient also had a urinary tract infections (uti) and was then educated. The patient was treated for the uti and retested with a negative result. The patient was assisted in increasing stimulation to a comfortable level. The patient will reach back out if they are not successful. There were no additional patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient had a lack of improvement with urge urinary incontinence (uui) and urge urinary frequency (uuf) with this neurostimulator since the beginning of march. The patient also had a urinary tract infections (uti) and was then educated. The patient was treated for the uti and retested with a negative result. The patient was assisted in increasing stimulation to a comfortable level. The patient will reach back out if they are not successful. There were no additional patient complications reported.